Event description:
Customer reported issues with the glucose sensor. Customer states that the sensor alarms for both high and lows. Customer states that the sensor would bent every time the sensors were being removed from the body. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.